Event description:
I was prescribed the CPAP dream station (B)(6) 2019. Initially, the device seemed to be the anecdote for my diagnosed sleep apnea. Although, I followed the precise guidelines in the maintenance and care of the dream station, I began to experience constant dry irritation in my upper respiratory area and dry cough. These symptoms began approximately within a year of my usage of the device. I would often awake through the night and morning with an irritated throat and sometimes uncontrollable coughing. FDA safety report ID# (B)(4).